Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a contact detached six millimeter 23-inch infusion set and a dexcom g7 sensor, confirmed by a fingerstick of 334 mg/dl shortly after consuming peaches with whipped topping; the user was advised to wait for automated correction, and glucose subsequently returned to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia that resolved without medical intervention. Investigation included product use review and user troubleshooting guidance. Investigation of this case revealed no device alarms, no infusion set or sensor malfunction reported, and a likely postprandial elevation associated with recent carbohydrate intake, with device corrections bringing glucose back to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.